Manufacturer narrative:
The system was evaluated by a field service engineer(fs). All modes of operation and calibrations were verified and no failures were detected. The unit complied with all factory settings. In addition, the field service tested the handpiece that was used during the event. The field service found the handpiece to have low phaco power and sounded choppy. The field service noted when testing the handpiece it was getting hot during the testing. The fs advised the surgery center to have the handpiece taken out of circulation and replaced. The history of the handpiece indicated the surgery center had reported a handpiece failure five years ago and replacement was advised but customer continued to use the handpiece. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye. As a result of the corneal burn, sutures were required to close the wound. This report is for the phacofragmentation unit. A separate report will be submitted for the handpiece.